Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and severely tortuous proximal of the left circumflex artery. A nc quantum apex balloon was unable to cross the lesion. Another apex balloon was able to cross the lesion, however, the balloon ruptured. After this they tried to cross the lesion with the same nc quantum apex balloon that was used first and the tip of the device collapsed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.